Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, the patient underwent the surgery due to prolapsed lumbar inter vertebral disc (plid). During the surgery,doctor found there is a reflective area in the center of the field of vision(5*5cm) ,it was too ambiguous to view. Doctor had to change to open surgery. Product came in contact with the patient.

Manufacturer narrative:
Product analysis:"functional analysis of the returned instrument confirms the complaint, the instrument image is blurry."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.